Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, per facility staff, patient had a fall twice this week. First was on sunday (B)(6) 2020 and then again tonight. Both instances, patient pulled himself up from bed, slipped and fell on the floor. It was an unwitnessed fall and patient was found by the nurse face down on the floor. Patient was sent to hospital for additional xrays because there seemed to be more swelling on the right knee, which already had surgeries before. Upon speaking with the facility, it was determined that the mattress was not wide enough for the patient to be able to move around or turn over. Complaint (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.